Event description:
A biomedical engineer reported that the footswitch was not communicating with the system after surgical procedures. The system and footswitch were used in procedures earlier with no issues. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).